Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for failed back surgery syndrome. The patient requested MRI guidelines for an issue unrelated to their device or therapy. They also requested x-ray compatibility guidelines and stated that they will be having an x-ray to see if their leads are ¿free.¿ the patient was not able to clarify what they meant by ¿free.¿ they stated that it has nothing to do with their device. The patient stated that their battery no longer functions, so the device does not function either. Patient services assumed that the patient was referring to end of service (eos), as the device was implanted in 2007. However, this was not able to be confirmed, as the patient was escalated and abruptly ended the call. Additional information received from the healthcare provider (hcp) on (B)(6) 2018 indicated that the patient¿s battery quit working a few years ago. The hcp had no additional information regarding the event. No further complications or patient symptoms were reported.